Event description:
The device is used to dissect the layers of tissue the balloon became dislodged when inflated. When surgery was beginning the balloon was pumped up and popped off and was retrieved by surgeon within a few moments.